Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy. After troubleshooting with tandem technical support, the issue resolved and insulin delivery was able to be resumed.